Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The issue was resolved by documenting the occurrence and referencing previous procedure information, with all repair details captured in a separate service record.

Event description:
It was reported that during prior to starting, the robot was having an error. The site indicated that this issue had occurred previously and this record was opened to document information related to the earlier procedure. All repair details were to be captured separately. The customer reported event has no report of patient injury.

Manufacturer narrative:
The affected part was replaced as a part of the field action and will not be returned for the failure analysis investigation.

Event description:
Refer to h11 for follow-up information.